Manufacturer narrative:
The 21mm trifecta valve was reportedly explanted due to endocarditis. The reported pannus was confirmed. Organizing vegetations with acute and chronic inflammation were present on leaflet 1. A gram stain was negative for organisms, which is consistent with treatment effect. All three leaflets were fibrotically thickened. Calcifications were present within leaflets 1 and 3. There was circumferential fibrous pannus ingrowth on the outflow surface and the inflow surface of leaflets 1 and 2. A thin layer of thrombus was present on leaflets 2 and 3. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. The cause of the reported event could not be conclusively determined; however information from the field indicated that the patient was 79 years old and this prosthetic valve had been implanted due to regurgitation and endocarditis.

Event description:
On (B)(6) 2013 an aortic valve replacement (avr) and concomitantly a mitral and tricuspid valvuloplasty were performed due to aortic regurgitation (ar) and endocarditis. This 21mm trifecta valve was implanted in the patient's aortic position using a running suture without pledgets. There was no significant calcification observed at the patient¿s native annulus and annular enlargement was not required. On (B)(6) 2019, a re-do avr was performed due to prosthetic valve endocarditis (pve) and the valve was explanted. No findings of aortic stenosis (as) or aortic regurgitation (ar) were observed. Upon explant, pannus appeared to have proliferated significantly on this valve, which extended to subvalvular structures. Subsequently, a 21mm carpentier-edwards perimount magna ease aortic heart valve was implanted. The patient is reported to be stable post-operatively. The patient had not undergone any dental procedures or injury from a non-sterile object.

Event description:
On (B)(6) 2013, an aortic valve replacement (avr) for both the mitral valve and tricuspid valve was performed due to aortic regurgitation (ar) and endocarditis. This 21mm trifecta valve was implanted in the patient's aortic position using a running suture without pledgets. There was no significant calcification observed at the patient¿s native annulus and annular enlargement was not required. On (B)(6) 2019, a re-do avr was performed due to prosthetic valve endocarditis (pve) and the valve was explanted. No findings of aortic stenosis (as) or aortic regurgitation (ar) were observed. Upon explant, pannus appeared to have proliferated significantly on this valve, which extended to subvalvular structures. Subsequently, a 21mm carpentier-edwards perimount magna ease aortic heart valve was implanted. The patient is reported to be stable post-operatively. The patient had not undergone any dental procedures or injury from a non-sterile object.